Event description:
A customer reported that the number of units in cartridges appeared unreliable, as they noticed a reduction in units a few hours after filling it to 250 units, despite knowing they did not use any significant amount. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up from technical support, and no further information was obtained regarding the event.